Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level was as high as 500 and as low as 40 mg/dl. Customer advised the insulin pump alarmed no delivery and in some cases the bolus delivery will bring the patient's blood glucose down to the 40 mg/dl range. Customer advised when their blood glucose level was high they fell down and broke their elbow. Customer wanted a replacement and believed the insulin pump was the reason for their low and high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.